Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery does not charge and subsequently the pump shutdown. The customer's blood glucose level was 132 mg/dl. Customer was able to turn pump back on and continued using the pump for insulin therapy.